Event description:
The pump was returned for investigation. Investigation revealed contamination under all of key contacts. Evaluation revealed a dim, discolored display screen and a battery compartment crack. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn from the ok button to the up arrow button. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and evaluation revealed evidence of contamination under all of the key contacts. Evaluation also revealed that the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).